Event description:
Stryker ligature blunt tip gave a "usage limit" alert when plugged into ligasure machine & was unable to be used. (Patient a); stryker ligature blunt tip gave an "out of use" message. (Patient b-1); stryker ligature blunt tip gave an "out of use" message. (Patient b-1); stryker ligature blunt tip; when plugged into lig machine - screen read supply was "out-of-use". (Patient c). Please note, no patient harm with any of these. Concern by surgeon is trend of these ¿like devices¿.